Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, on (B)(6) 2016, the patient experienced a blood glucose (bg) measurement of 23.7mmol/l and then on the morning of (B)(6) 2016, the bg elevated to 32.3mmol/l. The patient reportedly did not have any symptoms associated with blood glucose or was positive for ketones. The patient reportedly self treated via injections and the elevated bg ceased. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. There was reportedly multiple call service 012 alarms that occurred during the prime/load/rewind sequence in which the patient was unable to resolve. Animas customer technical support reportedly reviewed the pump with the patient; the pump history indicated multiple call service 012 alarm issues that started to occur from (B)(6) 2016 to the present. The patient reportedly discontinued insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia allegedly due to multiple cs 012 alarm issues that were unable to be resolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the black box revealed an unexplained power on reset on (B)(6) 2016 at 19:12. A review of the black box revealed a call service (cs) 054/cs052 followed by call service (cs) 012 on (B)(6) 2016 at 09:04; insulin deliveries never resumed. During testing, an ezprime and 24 hour duration test both were successfully completed with no call service alarms. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; there was no evidence of internal moisture or damage found to the printed circuit board. The reported complaint was verified in the history but could not be duplicated during testing. Unrelated to the complaint, the battery compartment was cracked below the bumper pad. (B)(4).